Event description:
It was reported approx one year postoperatively, the pt was admitted for dyspnea and fatigue and an echocardiogram revealed stenosis of the aortic heart valve. In 2008, the pt underwent reoperation and when the aorta was opened, significant thrombosis of the prosthesis was found. The surgeon removed the thrombus from the leaflets and the valve remained implanted. The pt was reported to be well postoperatively. Additional info has been requested.